Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed with tandem technical support and no identifiable pump issue was found. Customer's blood glucose was 200 mg/dl and an injection of insulin was administered to address bg. Customer changed the infusion set and resumed insulin delivery.